Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for filter perforation, detachment and migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that sometime post filter deployment, it was alleged that the filter detached, perforated and migrated. The patient experienced bladder pain from the filter limbs protruding into the renal veins. The device was removed. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately, a two months and two weeks post filter deployment , the patient presented for filter removal. A venacavogram performed during the procedure revealed the filter had migrated upwards and the legs of the filter were protruding into the renal veins. Therefore, the investigation can be confirmed for filter migration. However, the investigation is inconclusive for perforation of the ivc and limb detachment based on the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2014), (manufacturing date: 02/2013), h6 (method).

Event description:
It was reported through the litigation process that sometime post filter deployment, it was alleged that the filter detached, perforated and migrated. The patient experienced bladder pain from the filter limbs protruding into the renal veins. The device was removed. The status of the patient is unknown. New information received: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated to the heart, perforated, detached and embedded. The device and filter limb(s) were removed percutaneously. The patient experienced pain. However, the current status of the patient is unknown.